Event description:
Baxter columbia reports a pt reaction noted during the pt's first exposure to a dry pack psn membrane. The pt has been on dialysis for 6 yrs and has not experienced a dialyzer related reaction in the past on cellulose acetate membranes. The pt experienced dizziness, facial edema and back pain at the onset of the pt treatment. The treatment was stopped at this time and the pt's blood in the extracorporeal system was discarded. The pt was treated with hydrocortisone 100 mg and oxygen. The pt has changed to a cellulose acetate membrane at this time without recurrence of symptoms. The pt is fully recovered at this time. Ten add'l pts were reportedly treated with the same lot of dialyzer without incident.